Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of controller log files since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report as well as pictures received from site revealed evidence of thrombus within the inflow lumen of the pump; the thrombus was almost completely obstructing the inflow of the pump. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate event can be attributed to external factors such as thrombus formation. This is one of two reports (3007042319-2016-00638 and 00639) submitted for devices related to the same event. (B)(4).

Manufacturer narrative:
Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00638 and 00639) submitted for devices related to the same event.

Event description:
It was reported by a vad coordinator the patient had low flows (low flow alarm limit set 2 liters) and that she was hearing a grinding sound coming from the area of her implanted pump. Prior to this one morning the patient had normal state of health. She had no other symptoms and was told to come into the hospital for evaluation. Upon arrival, patient evaluated, inr found to be 1.4(inr one week prior was 2.7)with no changes to coumadin regimen. Tte showed little to know flow/velocities into inflow cannula. Flows remained less than 3 liters. Plasma free hemoglobin sent out. Surgeon opted to take patient back to or for pump exchange for suspected pump thrombus. The patient taken to or for hvad to hvad exchange. Large inflow cannula clot appreciated upon removal of pump. Surgery performed via thoracotomy. The patient tolerated procedure well with resolution of flows > 4 liters/minute. The patient remains hospitalized. Investigation is ongoing.